Manufacturer narrative:
A product investigation was completed: the returned instruments were examined and the complaint condition was able to be confirmed in each instance as the universal joints were found to be deformed with no distal joints/driver tips returned. Based on the complaint description it is likely that the devices were utilized without a torque limiting attachment, allowing excessive load to be placed on the devices and causing joint failure in each instance. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The inner shaft for angled screwdriver (03.617.905) is available in both the zero-p and zero-p va systems and is one of five t8 drivers available for screw insertion (the others being 03.617.900/902/904 and 314.467). The zero-p systems are utilized for anterior cervical interbody fusions through the use of zero-profile spacers which combine the functionality of cervical interbody spacers and the benefits of anterior cervical plates. The returned devices represent one of two angled drivers (03.617.900 is the other) which can be useful when patient anatomy inhibits the use of traditional instrumentation. The device design in nearly identical to 03.617.900 however the addition of a quick-coupling allows the attachment of a torque limiting attachment (03.100.002.99). Static torsional testing found that the device was able to be loaded to 1.5nm without deformation or breakage which is 25% more than the 1.2nm which the device will be limited to if the torque limiting attachment is utilized as instructed in the zero-p system technique guide. Maximum input torque at failure was measured at 2.45nm +/-0.63nm; each recorded failure occurred at the welded seam between the joint and the t8 tip. The complaint description notes that the failures occurred during final tightening, as such, and based on the above mechanical test results, it is likely that the devices were utilized without a torque limiting attachment, allowing excessive load to be placed on the devices and causes joint failure in each instance. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level and joint. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials:(B)(6). Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: february 19, 2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, during an initial procedure for disk degeneration, three screwdrivers broke on the c6-c7 level. While the surgeon was final tightening the screws going in caudal direction, he used more force on the universal joint and the screwdrivers broke at the universal joint. There were no fragments generated; all three screwdrivers broke into two pieces. The procedure was finished with back-up instrument. Patient status/outcome was reported as good. The procedure was completed successfully without additional medical intervention. There was no surgical delay reported. This is report 2 of 3 for (B)(4).